Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the single use loading unit (sulu) was fully applied. Inspection under the microscope displayed nicks on the knife blade. Functionally, the knife blade and cam bars were reset. The instrument and sulu were cycled with acceptable results; the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sarcoma resection, the device was placed across a bundle of tissue to be transected. Once the device was closed, an attempt was made to fire, and the handle or firing did not advance. The device was checked, unloaded and reloaded by the scrub nurse, but device did not fire. A new stapler was opened and used without trouble. There was no patient injury.